Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-may-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead migration or dislodgement and high impedance were observed in a patient with a lead 977a260 5mm compact 1x8 MRI device. The impedance values for electrodes 0-7 were recorded at 40 ,000. The patient experienced a fall on (B)(6) 2024, which was identified as a contributing factor to the event. Despite the high impedance, programming was utilized on the right lead (electrode 8-15), which had no impedances and was in a proper location, allowing the patient to continue receiving optimal pain relief. No adverse outcomes or injuries were reported, and the issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.